Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. A review of the manufacturing record for this particular batch # 7430602 shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause cannot be determined.

Event description:
Clinical trial. Same case as MFR # 6000093-2007-01790, -01791. It was reported that post index procedure, the patient died. The index procedure treated 3 target lesions. Target lesion 1 was a de novo, mildly calcified, mildly tortuous lesion in the mid left anterior descending artery (lad). The lesion was 2.5 mm wide, 10 mm long, and 95% stenosed. The physician predilated the lesion prior to placing a 2.5 x 24 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was a de novo, mildly calcified, mildly tortuous lesion in the distal lad. The lesion was 2.5 mm wide, 2.5 mm long, and 90% stenosed. The physician predilated the lesion prior to placing a 2.5 x 16 mm taxus express2 stent. This stent overlapped with the mid lad stent. Post dilatation stenosis was 0%. Target lesion 3 was a de novo, moderately calcified, moderately tortuous lesion in the proximal circumflex (cx). The lesion was 3.0 mm wide, 16 mm long, and 95% stenosed. The physician direct stented the lesion with a 3.0 x 20 mm taxus express2 stent. Post dilatation stenosis was 0%. The patient received plavix and a gpiib/iiia inhibitor during the procedure. The patient was discharged 2 days later on aspirin and plavix. On day 616, the patient died of respiratory failure, per the death certificate. No autopsy was performed. In the opinion of the physician, there is an unknown relationship to the target vessel. The start date of the event was 3 days prior to the death. It is unknown if the root cause of the respiratory failure was cardiac, or if it involved the study device based on the information available.